Event description:
(B)(4) - allegedly patient was implanted with resurfacing acetabular cup and femoral head in 2008. In 2010, patient was diagnosed with non-hodgkins lymphoma and received chemotherapy treatment for it in 2011. Patient is presently in remission. Patient's internet research indicates that chromium ions are implicated in causing lymphoma/leukemia disease.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 10435342012-01069. (B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. (B)(4): evidence that product in specification when used.